Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles in device inner surface, fold creases, one opening crack and total delamination of valve. Leak test and microscopic analysis was performed which identified, total delamination of valve, one opening crack and wear abrasion. Based on the device analysis, the final assessment is: total delamination of valve assessed, as adhesive failure. One opening crack assessed, as cracked valve seat diaphragm valve.

Event description:
Healthcare professional additionally reported, "displaced internal valve".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.